Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty in breathing, nasal irritation, throat soreness, increased wheezing, upper respiratory issue. There was no report serious or permanent of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty in breathing, nasal irritation, throat soreness, increased wheezing, upper respiratory issue related to a CPAP device's sound abatement foam. The device was returned to the product investigation lab for evaluation. The internal and external aspect of the device was inspected and the manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure and airpath, suggesting a source external to the device. Black contamination at the blower seal of the blower box is consistent with the keratin contamination was observed by the manuafcturer. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation but evidence of dust / dirt contamination and keratin contamination in the device was observed by the manufacturer, which are consistent with being from an external source.